Event description:
Kunkel kj, villablanca p, alaswad k. Vein graft coil embolization and successful retrieval with a micro-snare. Cardiovascular revasc ularization medicine: including molecular interventions. 2021;28s:78-80. Doi:10.1016/j.carrev.2021.03.014. Medtronic literature review found a report of patient complications in association with an axium coil. The purpose of this article was to present the case of coil retrieval for a patient undergoing vein graft embolization. The following intra- or post-procedural outcomes were noted: two axium prime coils were released into the vein graft. Initial follow up angiography demonstrated no flow in the diagonal branch. A more forceful injection was then performed to opacify the coronary vasculature. Due to the hydrostatic force of contrast injection, the two vascular coils were displaced toward the aortograft anastomosis and ultimately embolized into the two remaining branches of the trifurcating graft to the left anterior descending and obtuse marginal branch. The coils were successfully withdrawn with a gooseneck micro-snare.

Manufacturer narrative:
Kunkel kj, villablanca p, alaswad k. Vein graft coil embolization and successful retrieval with a micro-snare. Cardiovascular revasc ularization medicine: including molecular interventions. 2021;28s:78-80. Doi:10.1016/j.carrev.2021.03.014. If information is provided in the future, a supplemental report will be issued.